Manufacturer narrative:
On completion of the investigation it has been determined that the event is not reportable for this device as it is considered to be concomitant. An MDR has been submitted for the reportable device, reference MFR report #3004105610-2017-00090.

Event description:
It has been reported that the surgeon will revise the femoral part of a fixed hinge mets distal femur due to loosening.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the surgeon will revise the femoral part of a fixed hinge mets distal femur due to loosening.